Event description:
It was reported that a power source alert occurred, and the customer was using both a tandem charging cable and wall adapter at the time. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer did not attempt preliminary troubleshooting methods, so they were advised to plug the wall adapter into a functional outlet for 30 minutes. Despite these measures, the issue remained unresolved, leading to the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Additionally, the customer received instructions on how to store the problematic pump and was asked to return it using a prepaid label.